Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. On (B)(6) 2018, the patient experienced a driveline infection. The patient had positive wound cultures for klebsiella pneumoniae and was treated with intravenous antibiotics for two weeks. After two weeks, the patient was switched to oral antibiotics for four weeks. The patient was hospitalized. No further information was provided.

Manufacturer narrative:
Manufacturers investigation: the device remains in use and was not available for evaluation. A specific cause for the patient¿s driveline infection could not conclusively be determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.